Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source displayed incompatible scope error e315 and there was no image. The patient's exam had started and they had to move to another theater to use other equipment. The issue occurred during a diagnostic colonoscopy procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the presumed cause could not be determined because the device had not been returned. The root cause could not be identified. Olympus will continue to monitor field performance for this device.